Event description:
Patient had right hip hardware removed. The femoral canal was then reamed distally past the pedicle using an 8.5mm and subsequently a 9.5mm reamer. The tip of the 9mm reamer dislodged from the femoral canal, and despite several attempts to retrieve it with long handle graspers from a laparoscopy set and fluoroscopic guidance, retrieval was unsuccessful. The physician chose to leave the 9.0 mm reamer head in place.what was the original intended procedure?patient had right hip hardware removed, and placement of antibiotic laden cement spacer mold.